Manufacturer narrative:
Unit alarmed no delivery during excessive no delivery alarm test due to faulty fsr(gold). Unable to complete functional test due to no delivery alarm. Unit received with scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed excessive no delivery, physical damaged and about pump donation. No further information provided.